Event description:
Note: this MFR report pertains to the first of three devices used during the same procedure. Refer to associated MFR reports #3005099803-2009-02090 and #3005099803-2009-02091 for descriptions of the other devices. A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, "the system is making a loud clicking sound and wearing through the tubing in the cassette". At the end of the case, the cassette was observed to be worn and a small leak was noted. Although attempts were made to obtain additional follow up, there is no further information regarding this event. The procedure was completed with same device and there were no patient complications reported with this event.

Manufacturer narrative:
Suspect serial number does not match model number m00656000r0. The device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.